Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review by cri. The tulip filter was placed in an infrarenal location without evidence of significant tilt or immediate penetration. At day 206 post placement, there was still no evidence of significant tilt or significant thrombus within the cone of the filter, but interval development of perforation involving at least 2 of the primary filter legs. Although there was no evidence of significant tilt, there was a 7° tilt toward the left aspect of the ivc, placing the ivc filter hook near the wall, but not abutting the wall. From the images provided, the retrieving physician did not utilize a loop snare device, but instead used a triclover snare which could not be manipulated over toward the hook of the ivc filter. The gunther tulip ivc filter retrieval set¿s enclosed loop snare would¿ve likely been able to extend toward the left aspect of the ivc and engage the ivc filter hook. Instead, the retrieving physician gained a secondary access via the femoral approach, advancing a wire toward the left aspect of the ivc filter which then snared with the triclover snare, displacing the snare over to the left aspect of the ivc and eventually engaging the hook of the ivc filter. The filter was removed without immediate complication. The complaint report states the gunther tulip retrieval set was used, however, the actual snare device included on the fluoroscopic images was not of the loop snare that is standard with the retrieval set. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, a günther tulip® filter was placed. Primary reason for filter placement was no venous thromboembolism (vte) present, but at risk for vte due to a history of a prior vte. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 20.5 mm at the filter location. There was no evidence of filter deformation or migration. The angle of filter tilt was 11.8 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on the same day revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 3.6 degrees and 3.9 degrees in the lat view. On the same day as the placement procedure, the patient was discharged from the hospital. The 3-month and 6-month follow-ups were completed and no device related adverse events were reported. On (B)(6) 2017 (206 days post-procedure), the pre-retrieval x-ray and filter retrieval procedure was performed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. The filter was retrieved because it was no longer clinically needed. Filter legs did appear outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was first utilized for filter retrieval with a günther tulip retrieval set. The site reported major difficulty while retrieving the filter. ¿the right femoral vein was also punctured; a wire was passed up alongside the filter from below. A snare was then tracked down the wire toward the filter hook. The filter was then removed using the standard method.¿ there was no extravasation of contrast noted after retrieval. Patient outcome: the patient remains in the study.